Manufacturer narrative:
The insulin pump did not have a button error alarm. The pump had an intermittent button response due to moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. There was no moisture damage on the electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 194 mg/dl. Customer received the alarm after the pump got wet. Customer was asked to remove the battery and try to dry the pump but the error still occurred. Customer received a replacement pump.